Manufacturer narrative:
No product or photo was returned by the customer. The customer complaint of tpn filter leakage could not be verified due to the product not being returned for failure investigation. A device history record review was performed. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set. The root cause of this failure could not be identified without a failure investigation.

Event description:
Material: 20027e. Batch#: 24099352. It was reported by the customer that found the bed wet. Determined tpn was leaking out of the low protein binding filter on the tubing. Rcc received a complaint via email. When the nurse went to check on the patient, found the bed wet. Determined tpn was leaking out of the low protein binding filter on the tubing. Item# 20027e. Lot# 1024099352. Additional information: this occurred on 12/9 and tpn (total parenteral nutrition) was infusing. This is not chemotherapy. Thanks!

Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
It was reported that bd alaris smartsite extension set was leaking the following information was received by the initial reporter with the following: it was reported by the customer that found the bed wet. Determined tpn was leaking out of the low protein binding filter on the tubing.